Event description:
It was reported that the patient was inadvertently placed on a grounded cable during an office visit and had an immediate pump stop. The patient became symptomatic. The patient was placed back on batteries and immediately recovered. It was decided that the patient should undergo a pump exchange for a known short to shield. The pump exchange was completed, and the patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
Related MFR number for short to shield- MFR# 2916596-2019-04430. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops and low speed events. The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing, and a 34¿ distal portion was returned in for evaluation. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (outflow graft and outflow graft bend relief) was not returned. The outflow elbow was returned attached to the pump. A previous driveline repair was observed. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-18198 revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The pins of the controller connector appeared unremarkable. A previous driveline repair was observed 17¿ from the metal connector. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed throughout the length of the driveline. Areas of more severe breakdown were observed approximately 25.5¿ and 27¿ from the metal connector. Microscopic and visual inspection of the wires revealed breaches in the insulation of the yellow, black, and orange wires 28.5", 29", and 30.5" from the metal connector, respectively. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of the yellow, black, and orange wires that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breaches of the yellow, black, and orange wires would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. Similar events could have occurred if the exposed conductors of the yellow, black, and orange wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. A log file was retrieved from the returned system controller. The driveline was disconnected at the end of the log file, consistent with the controller exchange. No atypical events were captured. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 25feb2016. No further information was provided. The manufacturer is closing the file on this event.